Manufacturer narrative:
The accuchek inform ii meter serial number (B)(4) was returned. The meter does not reflect any signs of smoking or sparks. The meter functions and operates properly. The customer's allegation of meter sparking while in the base as tested with the returned product is not substantiated.

Event description:
The caller stated that the people on the nursing floor that were using the meter(serial number (B)(4)) and base (serial number (B)(4)), heard the meter humming. They looked at the back of the meter. They saw sparks at the point where the meter and base touch. The caller tried the meter in different bases but did not see any sparks. No one was injured by the sparks. The base and meter were requested to be returned and replacement product was sent. This medwatch is for the meter. See the case with (B)(6) for the medwatch for the base.